Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Based on the visual examination of the device it was noted that outer package was wrapped with a red tape and denoted several handling signs. There was a writing on the box specifying: ''broken ampoule''. Ampoule was not returned with package to be examined, only powder was found inside the box with no issues detected. Based on the observations, there cannot be confirmed any damage to package components. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product arrives with red tape, due to quality defect.